Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, urinary tract infection and high ketones. Customer went to the hospital on (B)(6) 2017 with blood glucose of 525 mg/dl. Prior to hospitalization, customer's blood glucose was 600 mg/dl. The customer experienced symptoms such as excessive thirst and cotton mouth. The customer was treated with IV drip and oxygen. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed an it was found that infusion set had a lot of air bubbles. Customer was assisted with clearing air bubbles. Customer reported that issue was discoloration and not air bubbles. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.